Manufacturer narrative:
No product was returned for evaluation should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of "high"; although specific value was not provided. A manual insulin injection was delivered to address bg. Reportedly, the customer was using a non-tandem approved infusion set which had a bent cannula.